Event description:
The customer reported that users witnessed an m540 go into standby mode on its own on october 08th on 9:47am. There was no report of adverse patient impact or patient death.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
The customer reported that users witnessed an m540 go into standby mode on its own on (B)(6) on 9:47am. There was no report of adverse patient impact or patient death.

Manufacturer narrative:
The device logs were provided and upon review, entries were identified showing the standby key was activated on the m540 at 08:47 on (B)(6) 2024. Information regarding evaluation of the device was requested. Instead, the site deactivated the standby key function on the m540 so that the standby command can only be executed via the iacs cockpits. Since the standby function was deactivated, there have been no new occurrences of this phenomenon reported by the customer.

Event description:
It was reported the infinity acute care system (iacs) went into standby mode without user interaction. The nurse was in the room when this behavior was observed, and they resumed monitoring on the device immediately. There was no report of adverse patient impact.

Manufacturer narrative:
The log files from both the m540 monitor and the c500 cockpit display were reviewed and confirmed the reported event. The logs showed the standby key on the m540 was activated at 8:48 and then at 8:49 the cockpit was used to re-active monitoring mode. However, there was not enough information made available to determine a root cause for the m540 entering standby mode without user interaction. Draeger service visited the site and reconfigured the device settings, so the standby key could not be activated at the m540 and rather only at the cockpit. Since the m540 function keys were reconfigured, there have been no further occurrences of this reported behavior. There are 4 available function keys on the infinity m540 which are configurable based on user preference. The instruction for use provides guidance on setting these function keys with the options to use the keys for standby, code, discharge, record, privacy, mark, patient, or rest ECG report.